Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead had shock lead impedances that were hovering high, and are were now high out of range at 135 ohms. A shock was delivered and the impedances measured 113 ohms. Appeared that defibrillation threshold (dft) testing was also performed to check the lead, and the plan was to monitor at this time. The lead remains in-service. No adverse patient effects were reported.